Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. The software was then upgraded. Successful auto weekly self tests then continued up to including receipt at heartsine on (B)(6) 2013. The returned pad device was tested and no fault could be found. The pad pak, which contains the electrodes and batteries, it labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.